Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and passed the delivery accuracy test noted. Pump received with cracked battery tube threads noted. No under delivery anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 542 mg/dl. Customer had headache and fainted. They feel ok to troubleshoot. Drive support condition was flush. Customer's blood glucose value at the time of incident was 542 mg/dl. Customer current blood glucose level was 327 mg/dl. Customer reports they have not contacted their health care provider regarding the high blood glucose reading. Customer treated their issue with manual injections. Customer did not mention leaks or air bubbles. Customer declined to check bolus wizard settings for accuracy. Customer has been using insulin pump system within 48 hours of reported high blood glucose reading event. The battery compartment was damaged. The infusion set was bent product will not be returning for analysis.